Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said for the last few days, they have been trying to turn off their stimulation, but they are not able to. Patient said their programmer is stuck on program c, and it won't turn off. Patient tried to press the middle button/ stim off button, and stim showed as off on programmer. Pt however still feels as stim is on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.